Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity; there was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in ankara, turkey. A field service technician was dispatched to the facility to investigate the device and could confirm the reported issue. The fault was traced back to motor power amplifier board which need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 double head pump gave a motor control failure error message during a procedure. There was no patient injury.

Manufacturer narrative:
Motor power amplifier board was replaced in order to solve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. It cannot be ruled out that an early deviation of an electronic component of the replaced board led to the involved pump to malfunction.

Event description:
See initial report.